Event description:
The reporter indicated that he had been unable to interrogate a vns pt generator after his recent implant surgery. Troubleshooting was performed which isolated the site's programming wand as the suspect device. When the programming wand was switched out with a known working wand, the communication difficulties resolved. The site has been provided with a working programming wand. Good faith attempts to obtain the non-working wand are underway.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.